Event description:
Report received of an over-delivery of narcotic. The customer contact could not recall what medication or concentration of medication was being infused, or what the pump settings were. According to the customer contact, the pump display showed that there were 32.5ml infused, and there was only 16ml remaining in the syringe. The amount of medication expected to be remaining in the syringe was unknown. The customer contact reported that the pt received too much medication. The pt was reported to be "groggy", but required no medical interventions. The pump was removed from service. Though requested, there was no further info available.